Event description:
A customer reported via phone call indicating that the backlight on their insulin pump does not come on. The patient's blood glucose level was unknown at the time of the call. The customer stated they rewound the insulin pump then primed when the received an alarm form the insulin pump. The customer was unable to clear the alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
No back light anomaly was noted and the back light feature functioned properly. The insulin pump passed the displacement test and the rewind. The insulin pump alarmed during the basic occlusion test and the prime test due to a faulty force sensor resistor. The insulin pump had a cracked display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.